Manufacturer narrative:
Additional information cannot be requested as the reporter did not provide contact information. Device labeling: event of implant breaking is a known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Regulatory body forwarded report from patient. Patient reports that they were "ill for year. The ruptured silicon left me bed bound with muscle pain, and severe ongoing digestive problems. I have since had gallbladder removed and am awaiting colonoscopy. They had found organic sticky substance around bowel in laparoscopic investigations. I had been having shakes and fits leading up to this and severe burning in chest." The device was explanted. The affected side is unknown. The events of "ill for year. The ruptured silicon left me bed bound" ... "Severe ongoing digestive problems" ... "Gallbladder removed" ... "Organic sticky substance around bowel in laparoscopic investigations" ... "Shakes and fits leading up to this" should not be considered device related as there is no currently known medical chain of causality that would reasonably relate these events to the device.